Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had total hip on (B)(6) 2021. Hip became infected and was removed today and replaced with a hemi hip spacer. Doi: (B)(6) 2021. Dor: (B)(6) 2021; (left hip).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H10 additional narrative: added: b2 (is required intervention) and h6 (clinical code). H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the infection.